Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly and motor home switch. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump was accidentally exposed to water. The customer stated that water under the display was observed, and the device was unresponsive. Troubleshooting was performed. No further information was provided.